Event description:
It was reported that the 9600 system had an error code displayed. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A f/u report will be failed when add'l details become available.